Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested.

Event description:
Patient reported a lap-band system "band not maintaining any fluid" first noticed when the patient reported going in for a fill and the "fluid levels depleted " within 2 weeks. The lap-band system has not been removed or replaced.